Event description:
The customer reported a fluid leak of unspecified volume from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not determine the source of the leak, and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the red blood cell (rbc) bath bt2 not seated on the aperture properly. He removed the bt2 and cleaned its o-ring then reseated bt2, resolving the leak. The fse performed verification of instrument to meet the specified requirements per established service procedures. (B)(4).